Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. The rv lead was replaced with a different model. No additional adverse patient effects were reported.